Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a planned system extraction due to infection. Additional information received from the field representative indicated that the patient had superficial skin infection and the surgeon opted to debride then sewed the incision site. There were no additional adverse patient effects reported. All available information indicates that the crt-d remains in service.